Event description:
.

Manufacturer narrative:
To date ((B)(4) 2012), we have been unable to obtain the retractor in question in order to have it evaluated. We have been unable to find out what the surgeon's name is who was performing the surgery. It has not been possible to confirm the exact cause of the burn suffered by the pt. On (B)(4), the user facility contact person advised us that the fiber optic cable used during the procedure is manufactured by sunoptic surgical, but still the (B)(6) hospital has been unable to provide the instrument or further details regarding the procedure or the event. At present, the (B)(6) hospital has 11 of these retractors in circulation. We have never had any complaint regarding this instrument. In email correspondence, the user facility contact person stated that the hospital did not know whether the retractor light had been left on, "we were unable to determine that." Since the retractor was returned to circulation in the (B)(6) hospital, it is to be assumed that the device did not malfunction during the procedure and that it was in good working order at the time. Since no heat is generated by any part of the retractor except for where it connects to the fiber optic cable (sunoptic surgical's fiber optic cable) when turned on, the heat produced by the light element of the retractor is not sufficient to cause a burn except at the fiber optic cable connection when in direct contact with tissue. It follows that to cause the burn, the fiber optic light source would have to be left on and the fiber optic light cable connecting the retractor would have had to been placed on the pt. We have therefore concentrated our connective on this possibility. We have always supplied this instrument with a "warning notice" affixed to the primary product packaging pointing out the importance of avoiding direct tissue contact and ensuring adequate rinsing of the operative field. The same "warning notice" is also included in the device instructions for use. In response to this event, we have addressed a letter to the (B)(6) hospital advising not to place the lighted retractor on the pt and pointing out the warnings included in device labeling for increased pt and user safety.